Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of aneurysms of the aortic arch and descending aorta using two gore tag thoracic endoprosthesis and two non-gore manufactured (najuta) stent grafts. A tg4020/05974288 was implanted proximal, and a tg3715/05974244 was implanted distal. The preoperative descending aortic aneurysm size was 90mm. The two najuta stent grafts were implanted to repair the aneurysm of the aortic arch and the two tag devices were implanted distally to repair the descending aortic aneurysm. The two aneurysms were separated, but the najuta and tag devices overlapped. The final angiography showed no endoleak. On (B)(6) 2008, follow up exam identified a type iii disconnect endoleak. However, it could not be determined if the endoleak was from the najuta stent grafts or the tag devices. The physician determined to monitor the patient closely. The patient was discharged from the hospital next day. On (B)(6) 2008, three month follow up examination confirmed the type iii endoleak remained. The aneurysm had not increased in size. On (B)(6) 2008, an intervention occurred whereby a non-gore manufactured stent graft was implanted to repair the type 3 endoleak. The final angiography showed the resolution of the endoleak.